Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the stimulator did not seem to be working for the patient as, on monday, they had 3 different accidents and was up all night. It was not confirmed if this was a sudden or gradual onset. The patient stated that they had been on all 4 programs. When asked if they had left the programs on for a couple of days they said no. They also mentioned that they had been on their feet a lot. They mentioned that they had tried increasing the stimulation and thought that this made their butt sore. The patient also noted that it was possible they had it too high. They reported that the stimulation was not where it should be (in the vaginal area) as they felt it in the ¿thickness of her seat (in buttock)¿. They contacted their doctor and it was noted that the manufacturer¿s representative won¿t be there until (B)(6) 2019. The patient did find out that a couple of weeks ago that they were shutting the stimulator off instead of the programmer. They turned the stimulation back on and it worked for a couple of days but now it did not ¿want to seem to hold a program¿. It seemed like the patient was on program 4 and its not there any longer. Using the programmer, it was determined the patient was on program 3 at 1.1 volts and the stimulation was on. They switched to program 2 at 1.3 volts where the felt the stimulation in the correct bike seat area. Therapy considerations were reviewed with the patient. The patient was redirected to their healthcare professional (hcp) if the issue did not resolve. They reported they had an appointment with their doctor on (B)(6) 2019 (representative was to be there). There were no further complications reported or anticipated.